Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery damage was confirmed and reproduced during evaluation. The cause of the damaged battery was due to user error. The main batteries and battery harness were replaced to fix the reported condition. The device has been previously sent into service for the reported condition of damaged battery. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with "battery damage." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.